Event description:
On (B)(6) 2012, the reporter contacted animas alleging that the pump had power yesterday evening before receiving call service alarm. The patient reports that audio tones/vibration. Were heard. After changing out batteries several times and receiving blank screens, this morning the pump has no power and does nothing. There is no adverse event related to this issue. This is being reported as the alleged power issue remains unresolved.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Follow-up #1 date of submission 09/20/(B)(4) 2012 device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the pump was found to have mositure in display lens and inside the pump. Data was unable to be downloaded and investigation was not able to be completed due to moisture issue. Unrelated to the complaint, the keypad was also found to be leaking during a leak test.